Event description:
Surgeon implanted in 2004 an aa4203tl toric silicone lens. The pt didn't accomodate to the lens, the decision was made to explant the lens. Lens was explanted about a month later. No info has been forthcoming from the user facility.